Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture, failure to sense and low pacing impedance. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.